Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was removed for an unknown reason. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the nurse, who reported that the clinical reason for the iol exchange was an incorrect power.